Event description:
User experienced an unusually large number of pts with elevated ft 4 results over a 10 day period. All qc was acceptable. Testing performed on another co's analyzer. It was determined pt samples collected in corvac brand lithium heparin tubes of a certain lot were giving erroneous results. The reagent was determined not to be a problem.